Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that a patient underwent an inguinal hernia repair in (B)(6) 2010 and mesh was implanted. Post-operatively, the patient experienced chronic pain throughout the groin, bloating of lower abdomen, inflammation & acidity of vagina, stomach, and upon urination and defecation, constipation, loose stool, hematuria, dyspareunia, pain in thigh, difficulty walking and fatigue. No additional information was provided.